Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure. The ra lead remains in use. It was reported that the right ventricular (rv) lead subsequently exhibited possible intermittent undersensing on stored ventricular electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.